Manufacturer narrative:
Investigations have determined that recovery with the complained reagent and calibrator lot combination is within specifications. A specific root cause could not be determined for the issue experienced by the customer. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer has described that they have received questionable results for a total of 18 patient samples tested with tina-quant igm gen.2 (igm) on a p module. With these patient samples, the customer performed a comparison between the standard application of igm and the sensitive application of igm. Both standard and sensitive applications use the same reagent and the same calibrator. It was determined that patient and control results from the sensitive application are consistently lower than results from the standard application. It was noted that both applications showed good linearity, but agreement between the two applications is poor. Of the 18 patient samples, 16 had results that were erroneous. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. Refer to the attachment for the patient result data. It was asked, but it is not known if any patients were adversely affected. The p module serial number was (B)(4). Based on results from the study, the customer states that the data suggests there may be an issue with assignment of calibrator concentration for the assay.

Manufacturer narrative:
It has been confirmed that the erroneous results were not reported outside of the laboratory and that there were no adverse events related to this event.